Event description:
A patient reported experiencing inaccurate low results with a one touch profile meter. The patient's blood glucose results were 28 and 155 mg/dl. Test were done within 10 minutes. No further information has been reported.